Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a plexitron extension set was unable to connect. It was further reported that device "did not fit on the catheter, it did not advance from the tubing". This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.